Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The slots and fixation holes were very damaged/ worn with many nicks and burrs. The device was manufactured in 2008 and exhibits signs of extensive wear / usage. A dimensional inspection was attempted but the device was too damaged / worn from extensive use to obtain valid measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported surgeon used 3 speed pins to secure the cutting block to the cut surface of the distal femur, drilled for this peg holes and cut for 2-1 cutting block. After removing the block, cleaning up the cut surface of the femur and placing the 5 rm femoral trial on, it was noticed there was a gap between the posterior cut surface and the contact surface of the femoral trial.